Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was known when the foreign material adhered to the endoscope. The endoscope was not used for the procedure with the foreign material attached.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the water could not be supplied due to clogging of the auxiliary tube, the bending angle in the up direction did not meet standard value and the play in the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was chipped, cracked, and had a white clouded area, and the scope cover and switch #2 was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the colonovideoscope had an issue with the auxiliary water supply. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and that due to clogging of the auxiliary tube, foreign objects came out of the distal end. The report is being submitted due to foreign material in the distal end found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the issue with the auxiliary water supply was found during cleaning. The date the issue occurred was unknown.